Manufacturer narrative:
The device was not returned for analysis as the clip remains implanted. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. The reported recurrent mitral regurgitation (mr) is the result of the post procedure single leaflet device attachment (slda) and the mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported required hospitalization and additional therapy / non-surgical procedure are the result of case specific circumstances. Based on the information provided a conclusive cause for the reported post procedure slda cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip is not returning as it remains implanted in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment. It was reported that on (B)(6) 2020 this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). Two mitraclips were implanted reducing mr grade to 1. There were no adverse patient effects and no clinically significant delay in the procedure. On (B)(6) 2020 the patient's one month follow-up echocardiogram showed mr grade 4. Another echocardiogram was performed on (B)(6) 2020 which showed that the first implanted mitraclip had a single leaflet device attachment; it was no longer attached to the posterior leaflet. On (B)(6) 2020 the patient underwent another mitraclip procedure. Mr was reduced to a trace grade with the third mitraclip. There was no additional information provided.